Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After the implant procedure, the device was interrogated and was found in backup vvi mode. Technical support was contacted and the device was reprogrammed and the patient was stable.